Event description:
A surgeon reported an intraocular lens (iol) was explanted due to a patient complaining of blurry vision following implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no similar reports in the lot. This report was mailed to the FDA on: 11/30/2007. Additional information was requested on 11/05/2007 by phone and on 11/08/2007 by fax and by mail. Additional information was received on 11/06/2007.